Manufacturer narrative:
The handpiece was received at the MFR for evaluation. Based on the investigation details, a possible cause for the alleged overheating was problems with bearings, nose cone, and bearing stop, which have been replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.

Event description:
It was reported that this facility has experienced repeated overheating issues. There has been no reported pt/user injury or any adverse consequences, and there was no known clinically relevant delay in procedures while a backup device was located.